Event description:
Customer reported a cartridge alarm 20 during the loading process of their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the issue and decided to replace the pump, as the customer had experienced cartridge alarms with consecutive cartridges. The replacement pump was sent to the customer, who was advised to return the problematic pump to tandem using a provided return box and pre-paid label within 10 days to avoid billing. Additionally, the customer was instructed on how to put the pump into storage mode, program their settings into the new pump, and connect their cgm to it. The customer understood and acknowledged all instructions. Customer will continue to use current pump.